Event description:
It was reported that this pacemaker was explanted and replaced with a new one. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.